Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
(B)(4). On date (B)(6) 2004, the patient was subjected to a total right hip arthroplasty. In the year 2012, the patient claimed pain, generale discomfort and problems at visual apparatus: following some clinical exams, it was found a value of cobalt 100 times superior than the norm. On (B)(6) 2013, the patient was subject to a revision surgery with substitution of left and right hip prosthesis.

Manufacturer narrative:
On date (B)(6) 2004 the patient, was subjected to a total right hip arthroplasty. In the year 2012 the patient claimed pain, generale discomfort and problems at visual apparatus: following some clinical exams, it was found a value of cobalt 100 times superior than the norm. On (B)(6) 2013, the patient was subject to a revision surgery with substitution of left and right hip prothesis. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.